Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms can be confirmed. The evaluation of the returned system controller, serial number (B)(6) revealed inner conductor breakdown in both power cables. Multiple wires were affected, including the wires which represent the rsoc (relative state of charge) signal and the alarm out line (echoes the audio alarms from the system controller to the power module). As a result, when the controller¿s power cables were manipulated during analysis, the test power module activated an audio alarm and the voltages supplied to the system controller fluctuated. The observed conductor breakdown did not affect the controller¿s ability to operate a test pump during analysis. The data log files were successfully retrieved, and the data contained in the event log file revealed intermittent power cable disconnect alarms associated with the black power cable. In conclusion, the reported event was a result of inner conductors breakdown which appeared to be related to wear and tear due to repetitive lead flexing during use. During evaluation there were incidental findings. There were small cuts observed on the outer jacket of the white power cable with no wires exposed. Additionally, a green substance was observed in the power cables after the outer jackets were removed. The green substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction in the power cables. These observations did not appear to have contributed to the reported event. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section ¿alarms and troubleshooting¿ explain all alarms, including driveline power fault and backup battery fault alarms and the proper actions to take if the alarms cannot be resolved. According to hm3 instructions for use section ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ the heartmate 3 patient handbook also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use under section 2 system operation, covers ¿replacing the current system controller¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had power cable disconnects when they moved. The patient exchanged their own system controller. No further alarms occurred after the exchange.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.